Event description:
It was reported that the user experienced a low glucose event after announcing two meals to the ilet to correct rising glucose, then treated the low with juice, muffin, and a banana; later, a blood glucose meter showed 464 mg/dl and the user administered 15 units by injection, with the scenario attributed to using meal announcements as corrections and user interaction with the device user interface. Symptoms included hypoglycemia and anxiety, followed by hyperglycemia. Outcomes included medication intervention. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed no device problem, with a usage problem identified involving an improper or incorrect procedure or method related to the user interface. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and that unintended use error contributed to the event.